Event description:
It was reported that the customer experienced intermittent "high" blood glucose (bg) levels. Cause was unknown, and a specific value was not provided. The infusion set and cartridge were changed, and a correction bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.